Event description:
It was reported that the right ventricle lead exhibited noise and low impedances. Upon lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.